Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined a conclusive cause for the reported difficulties cannot be determined.

Event description:
It was reported the 3.0x23 mm xience alpine stent delivery system (sds) was removed from the packaging hoop. The stent dislodged from the balloon. It is unknown if the issue occurred during removal of the protective sheath or during prep. The location of the stent is unknown. The device was not used. There was no patient involvement and no clinically significant delay in the procedure. A same size alpine sds was used to complete the procedure. No additional information was provided.